Event description:
It was reported that since storm, monitor does not dial out. Reaches send phase, blinks orange, but never dials out. Patient thinks the monitor was damaged. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of complaint (manual transmission) if it were to recur.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.